Manufacturer narrative:
The customer report of a tubing leak-chemotherapy could not be confirmed because the product was not returned for failure investigation. The customer provided a photo of the set and packaging, but no leaks on the tubing were observed. The root cause was not identified as no product was returned.

Event description:
It was reported that the customer working on 4 west had experienced 3 chemotherapy leaks occurring at the connection site in the last 3 months.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the customer working on 4 west had experienced 3 chemotherapy leaks occurring at the connection site in the last 3 months.